Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During evaluation, insufficient drive of the disposable was found to be as a result of a loose coupling.

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6) 2012. The motor drive unit bogged down during use and wouldn't drive the disposable. The procedure was completed using a different motor drive unit with no adverse patient consequences.